Event description:
The patient felt a shocking sensation down her leg following a fall. The patient was admitted to the emergency room. The shocking stopped once the implantable neurostimulator was turned off, but then the patient experienced pain due to her underlying condition. The patient status was reported as 'fair.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). This report is being submitted following an internal audit.